Event description:
It was reported that at elective replacement of the ICD, the lead had oversensing secondary to an insulation issue. The lead was explanted. No patient complications have been reported as a result of this event.